Event description:
It was reported the customer had a compromised force sensor system alarm on their insulin pump. Customer stated the escape and act buttons did not work to clear the alarm. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump. No additional information provided.

Manufacturer narrative:
Pump was received with compromised force sensor system error alarm during basic occlusion test due to faulty force sensor resistor. Unit had intermittent button response due to moisture damage on keypad traces. Unit had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.